Event description:
It is reported that the pt is experiencing loosening, hyperextension, and 10 degree rotation.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. These devices are used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Loosening was reported by the pt, but it is unk which component has loosened and this event cannot be confirmed. A definitive root cause cannot be determined with the info provided.